Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete functional testing. The cause for the failure was isolated to a shorted q701 component on the computer/analog pca. Additionally, the rear response button switch was contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the shorted q701 capacitor cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was receiving adjust belt messages and the response buttons were not functioning.